Event description:
Initial pacemaker implanted 8/28/1997. Five months later noted that ventricular lead impedance was decreased with failure to capture. Pt had no other symptoms despite abnormal ventricular lead function. Lead explanted 6/30/1998. Upon removal it was noted that the lead was discolored and appeared to have body fluids and blood underneath the primary insulator. No cuts, abrasions or openings were noted in the lead. Questionable premature insulation failure.